Event description:
The customer received a blood glucose reading of 507mg/dl on the contour next ez, re-tested on a different meter and the reading was 137mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer refused to return product for evaluation. Control solution was sent to him.